Manufacturer narrative:
The quattro catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. A quattro catheter was placed in a patient's femoral vein for therapeutic ivtm treatment. After catheter placement, saline bag found to be empty and was replaced. No saline leak was observed on the catheter luers, patient bed or on the floor. Per additional information received, the catheter leak was suspected the same day and the catheter was replaced to continue with the treatment. No patient consequence was reported.

Manufacturer narrative:
The reported quattro catheter leak was confirmed. A bond leak was observed at the proximal end of the distal balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood had accumulated / dried up on the balloon and proximal luered tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the proximal port was clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of the distal balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 84807.